Manufacturer narrative:
The customer reported that the central nurse's station (cns) showed a duplicated room 13 on the screen. No consequence or impact to the patient was reported. Nk tech support asked the customer to change the name on the cns, but it would not let him. Asked the customer to change the name on the bedside itself and he did. It changed the name, but on the tile on the cns it did not show the name and was just blank. Asked the customer to reboot the cns. After rebooting, the unit gave an error and it was stuck on the cns software splash screen. Ts had the customer shutdown the cns, make sure all the cables were secure, wait for at least 10 seconds and start the cns up again. This second time, the cns gave the error "watch dog service not found." After this, the cns looked fine; however, nk will be processing a repair/loaner because the cns may have corrupt software. The device has been returned to nihon kohden and is awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical devices: the following device was being used in conjunction with the cns: bedside: no model and serial number was provided.

Event description:
The customer reported that the central nurse's station (cns) showed a duplicated room 13 on the screen. No consequence or impact to the patient.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) showed a duplicated room 13 on the screen. Nihon kohden tech support (nkts) advised the customer to change the name on the cns, but it would not let him. When the name on the bedside was changed, the tile on the cns it did not reflect that name, showing only a blank tile. The name change was reflected on the monitored beds setting screen, just not on the tile on the "all beds" screen. On rebooting the cns, it displayed a "watch dog service not found" error message. An exchange unit was then shipped to the customer and the malfunctioning cns was sent in for evaluation. No patient harm was reported. Service requested / performed: exchange / evaluation: on repair center (rc) evaluation, the reported problem was duplicated. No physical damage was noticed; however, the hard drives were found to be corrupted. The hard drives were reimaged with cns sw version 02-08. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. Investigation summary: the root cause of the issue was determined to be a corrupted hard drive found due to a "watchdog" error. A "watchdog" error can be caused due to unsupported ssd firmware, old ssd driver version, hardware incompatibility issues, or if the system files are corrupted. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process since the hard drive corruption could be attributed to user mishandling of the device.

Event description:
The customer reported that the central nurse's station (cns) showed a duplicated room 13 on the screen. No consequence or impact to the patient.